Event description:
Customer reported that the insulin pump alarmed motor error and the display froze up. Customer stated that there is no response from any button and unable to advance to the next screen, the insulin pump is frozen. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with unresponsive button and button error alarm due to corroded keypad traces. Unit was tested with a test keypad and no frozen display noted. Unit had cracked case at display window corners and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.